Event description:
The device was returned to physio-control in accordance with FDA field action number z-0836-2007. During preliminary inspection, it was observed that the device failed to power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to a failure of an internal hlc battery cell, bt1. A replacement device was provided to the customer.